Event description:
It was reported through a clinical survey that a 68-year-old, moderately obese, male patient was admitted to the hospital with congestive heart failure (chf) exacerbation, fluid overload, and a stage 2 pressure injury in the trochanter area. The patient presented with a braden score of 12. During the treatment period, the severity of the pressure injuries decreased by 60% volume. Additionally, one stage 2 and one stage 3 pressure injuries developed on the heels and sacral area. The patient received medication and other wound care treatments resulting in a notable improvement in his overall physiological condition. The survey respondent indicated that there was no device malfunction and that the product was used according to its indications for use. Several comorbid conditions and medications that may impede wound healing were also noted. Given the multifactorial nature of pressure injury development, it cannot be conclusively determined that the product contributed to the patient¿s outcome. Nonetheless, this event is being reported out of an abundance of caution. No additional information was provided. Additional attempts are being made to obtain more information.

Manufacturer narrative:
Multiple attempts have been made to gather further information, with no response received.

Event description:
No new information.